Event description:
Additional information received from the consumer reported the implant shut off two years ago due to the patient being in the hospital and not charging. The consumer mentioned the patient was in facility and had dementia, so they were going to go to the facility to charge the patient. It was noted it had been hard to consistently keep the implant charged because of the patient living in the facility.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsons dual. It was reported that they were monitoring the charge progress in the recharger app and they could see that the implant was charging, therapy was on, and the recharger had an excellent connection to the implant. The caller was concerned that the implant charge level had not incremented after charging the patient's implant for almost 2 hours. The charge duration expectations were reviewed as well as how the intermittent poor coupling will result in a longer recharge session. It was also reviewed that the recharger needs to be repositioned when they hear it beeping. During the call, the caller repositioned the recharger and got it to make a good connection with the implant. At the conclusion of the call, the implant charge level incremented to 25%. The recharger was working as expected.  On 2023-aug-09 it was reported that the ins charge was at 0%. On saturday the device was charged to 100% ( the handset showed ins was at 100%). Caller states patient normally charges once or twice a week within 7 days . Caller stated that it takes a long time to get charge to 25% and long to get to 100%. The caller also stated that the ins charge has not gotten down so low within 4 days before. The patient has not had any setting changes. It was reviewed that the ins charge level needs to stay above 25% or therapy may shut off. The caller stated that the ins only shut off one time about 2 years ago and caller was able to turn therapy back on. It was reviewed that it will take approximately 1 hour to advance to each 25% increment. It was confirmed that the therapy is on.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.